Manufacturer narrative:
The implant was returned. There was evidence of remnant bone and dried blood on the implant. There was evidence of a fractured screw inside the implant. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.

Event description:
The dentist reported the screw fractured. The dentist was unable to retrieve the broken screw from the implant; therefore the implant was removed.